Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dlt ts cer hd 12/14 40mm +5.0 hip femoral head; altrx +4 10d 40idx58od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
The patient was revised due to instability. Hip (r), doi: (B)(6) 2009; dor: (B)(6) 2011. Update ad 31 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation record. Litigation alleges pain, inflammatory reaction due to metal wear, injury, suffering, and emotional distress.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.